Event description:
A customer reported that they obtained negative results with surgiscreen lot 3ss577 when they tested a proficiency sample that contained anti-e. No death or serious injury was associated with this incident.